Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having muscle spasms at the implant site, and underwent an explant procedure. The explanted ipg will not be returned.